Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Antibiotics were administered (type and date not reported); however, the issue could not be resolved resulting in extrusion of the device through the skinflap. Subsequently, the device was explanted on (B)(6) 2016, and the patient was implanted on the contralateral side.

Manufacturer narrative:
This report is submitted january 17, 2017.